Manufacturer narrative:
No consequences or impact to patient (B)(4); false positive result (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service engineer (fse) performed a wash zone precision test, trigger, and pre-trigger precision test, and checked the vortexers. The precision tests were good, but wash zone two had slight salt buildup around the nozzles. Vortexer 3 was found to have a crack in the shield around the motor, but no visible damage to the mechanism. Review of the total bhcg package insert indicates that carryover from a sample containing 1,000,000 miu/ml bhcg to an adjacent 0 miu/ml bhcg sample was less than 7.5 miu/ml bhcg. The package insert also indicates that individual samples may exhibit elevated concentration due to build up of proteins on the sample pipettor probe. A review of i2000sr complaint and trending data did not identify a product issue or adverse trend associated with discrepant results and/or discrepant bhcg results. Based upon the data available, and the results of this evaluation of the architect i2000sr system, a single definitive cause for the customer's issue could not be determined. No product deficiency of the architect i2000sr instrument was found.

Event description:
On (B)(6) 2011, the account generated a false positive architect bhcg (34.90 iu/l) result on specimen ID (B)(6) that repeated negative (<1.2, <1.2, <1.2 iu/l). No specific patient information was provided. No false positive architect bhcg result was reported outside of the laboratory. No impact to patient management was reported.